Event description:
It was reported that the peel-away sheath of the dilator was found fractured at the proximal end during catheter insertion. This led to failure to insert the catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeq2384 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeq2384) have been reported from facility china.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split microintroducer is confirmed and was determined to be manufacturing related. One 4 fr groshong nxt kit tray containing one 4 fr groshong clearvue catheter with an inlaid stiffening stylet, one 4.5 fr x 10 cm microintroducer, one 21 g introducer needle, one nitinol guidewire in a plastic hoop, one statlock device, one skin prep pad, one scalpel, and one silicone end cap was returned for evaluation. An initial visual observation showed use residue on the microintroducer, and he distal end of the microintroducer sheath was observed to be damaged. A microscopic observation revealed plastic deformation of the sheath material around the entire circumference of the distal tip of the introducer sheath. A relatively large, even, and straight spilt was also observed in the distal tip of the introducer sheath. Very little deformation was observed on the sides of this split. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that the peel-away sheath of the dilator was found fractured at the proximal end during catheter insertion. This led to failure to insert the catheter.

Event description:
It was reported that the peel-away sheath of the dilator was found fractured at the proximal end during catheter insertion. This led to failure to insert the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath tip is confirmed but the exact cause remains unknown. One photo sample of the distal end of a micro ez microintroducer was provided for evaluation. The distal end is shown with the dilator present within the sheath. Blood residue and evidence of use appears to be present on the device. Deformation on the sheath tip is visible and appears to be bunched inwards with partial splitting in the edges of the bunched region. Based on the information provided, possible contributing factors include advancement against resistance. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since damage to the sheath tip was seen to be present, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.